Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer reported that they found small air bubbles in the tubing. The customer's blood glucose was high at the time of incident. The customer's blood glucose was 58 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they treated the low blood glucose with glucose tablets. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.